Event description:
A 4 fr fogarty embolectomy catheter was being used by the surgeon during an av fistula declot procedure, during which time the entire end of the catheter including the entire balloon portion sheared off while in the pt. It was unable to be retrieved by the surgeon.